Event description:
Related manufacturer reference number: 2017865-2024-73067. Related manufacturer reference number: 2017865-2024-73070. User facility medwatch received states the patient presented for implant procedure. During surgery, the delivery catheter jumped back and prematurely separated from the leadless pacemaker dislodging it. A second delivery catheter was used which jumped backed and prematurely separated. A third delivery catheter was used to successfully implant a second leadless pacemaker. The patient condition was unknown.